Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned device. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing cup. The tissue showed laminated layering, indicating that the tissue formed over an undetermined period of time while the pump was supporting the patient. The thrombus would have contributed to the reported increase in the patient's lactate dehydrogenase level. The evaluation could not conclusively determine a specific cause for the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. During the cleaning process to prepare the pump for functional testing, one of the bearing cups was damaged. The pump was unable to be operated on a mock circulatory loop. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year, 7 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with an elevated lactate dehydrogenase (ldh) level and signs of acute right heart failure on top of chronic renal failure. The rise in the patient's ldh level was first seen on (B)(6) 2015 and the patient was admitted on (B)(6) 2015 with a subtherapeutic inr. The patient's pump parameters were within their normal range. The patient's ldh level was monitored and an echocardiogram was performed; the results were not provided. The patient was placed on intravenous heparin for bridging and was discharged on aspirin, plavix and coumadin. The patient had no history of coagulopathy but the inr varied greatly between 1.55 and 3.0 with a target goal of 2.5. The patient subsequently had a pump exchange on (B)(6) 2015 for suspected pump thrombosis.